Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records were received: (B)(6) 2012, the patient had a right hip arthroplasty to address osteoarthritis. Depuy components were implanted during this procedure, including depuy poly liner and ceramic head. (Surgery page 144 of 875). On (B)(6) 2019, clinic visit that patient complained of left hip greater trochanteric bursitis. On (B)(6) 2022, the patient had a right total knee arthroplasty to address osteoarthritis. Competitor products were implanted during this procedure. On (B)(6) 2022, the patient had a left hip revision. During the procedure, the surgeon observed significant scarring, blackish colored fluid, a pseudotumor, and metallosis. The stem and acetabular cup were retained, although the surgeon noted the acetabular cup appeared to be slightly retroverted so a plus 10 degree face changer liner to offset the retroversion. The head and liner were revised. It was noted that a depuy poly liner and depuy ceramic head were implanted. (B)(6) 2023 MRI right hip due to right hip pain. Postoperative changes from total right hip arthroplasty without clear evidence of complication. Severe degenerative changes of the pubic symphysis with minimal marinating reactive marrow change.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle mom of medical records received. After review of the medical records the patient was revised to address failed left tha. Operative note reported scarring, 5 cc of blackish colored fluid, pseudotumor and metallosis. Doi: (B)(6) 2009; dor: (B)(6) 2022 ; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.